Event description:
Failed export transmission. Patient has an implantable pacemaker and is enrolled and connected through medtronic carelink site appropriately. Patient transmitted data on [redacted] which is viewable on the carelink site, but the medtronic carelink product failed to export the data to the data aggregator site automatically travel as designed. For this patient's specific device, the [redacted] back up manual process cannot be executed. This continues to cause a delay in care for this patient, and this specific example also resets billing algorithm causing missed billing opportunities. Manufacturer response for implantable pacemaker, carelink (per site reporter).